Event description:
The pt underwent an open resection procedure for rectal cancer. The anastomosis was performed with the colonring/car device. The following was reported: "the car was fired successfully. Distal donut was not complete. Rectal tube was put inside. Did not do leakage test by air. On pod2, the pt developed fever and diarrhea. On pod 7, leakage was diagnosed. Hartman procedure was performed on the same day."

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for eval. However, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is an anticipated complication of the colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. It should be noted that, in this case, the fact that the donuts were found incomplete and no leak test was performed, cannot rule out an issue related to the surgical technique.